Manufacturer narrative:
A2: age at time of event: 18 years or older. Device analysis by MFR: the returned product consisted of an eluvia stent delivery system. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed buckling/kinked damage at the nosecone. The .014 guidewire that was stuck in the device was protruding from the distal end approximately 76.5cm. The wire was protruding from the proximal end approximately 68cm. The stent was not returned inside of the device. It was deployed in the patient. The device was x-rayed and showed that the .014 wire had prolapsed in the inner liner. The pull rack was broken when received from the customer site. The guidewire stick issue was confirmed; however, the device did deploy the stent and functioned as designed with no patient complications reported. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device partially deployed and stretched; also, the delivery system became stuck on the wire upon removal. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 6x120x130 cm eluvia drug-eluting vascular stent system was selected for procedure. Following pre-dilation, the eluvia was advanced ipsilateral over a 0.014 non-bsc guidewire. There was some resistance and difficulty with the thumbwheel after 10 clicks, and the wheel stopped rotating in the last 2-3 cm part. It was attempted to deploy the stent with the pull grip, but it was unsuccessful. The stent was fully deployed by pulling the delivery catheter itself proximally, however, the stent was slightly stretched. No additional maneuvers were required to deploy the stent. Following stent deployment, the delivery system became stuck on the guidewire and it became unable to remove. The entire system was removed from the patient and the procedure was successfully completed. There were no patient complications and the patient's status was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the device partially deployed and stretched; also, the delivery system became stuck on the wire upon removal. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery (sfa). A 6 x 120 x 130 cm eluvia drug-eluting vascular stent system was selected for procedure. Following pre-dilation, the eluvia was advanced ipsilateral over a 0.014 non-bsc guidewire. There was some resistance and difficulty with the thumbwheel after 10 clicks, and the wheel stopped rotating in the last 2-3 cm part. It was attempted to deploy the stent with the pull grip, but it was unsuccessful. The stent was fully deployed by pulling the delivery catheter itself proximally, however, the stent was slightly stretched. No additional maneuvers were required to deploy the stent. Following stent deployment, the delivery system became stuck on the guidewire and it became unable to remove. The entire system was removed from the patient and the procedure was successfully completed. There were no patient complications and the patient's status was good post procedure.